Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 2018 that the customer was experiencing hyperglycemia with a blood glucose level of 440 mg/dl. Patient experienced nausea and treated with insulin pump. Last time of insulin pump use is unknown. No troubleshooting occurred. Product will not be returned for analysis.